Event description:
The account alleged that the side rails have no functions. No patient impact.

Manufacturer narrative:
The technician found signs of fluid ingress. The technician used an antioxidant spray on the side rail electrical contacts to resolve the issue.